Manufacturer narrative:
This report is ongoing. Add'l info will be provided in a follow up report.

Event description:
According to the report, during a vestibular schwannoma procedure using a retrosigmoid approach was performed approx 3 or 4 years ago. The patient's blood pressure elevated approx 1 min following application of bioglue. The bioglue was used over a piece of fat to seal a defect in the cranium. No add'l info is available at this time.